Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient's trial implant procedure was abandoned on (B)(6) 2017 due to a large surgery scar noted on patient's back by the physician. Reportedly, the physician was unable to gain access and advance the leads into the epidural space. As a result, the procedure was abandoned. The patient's current status is the same before the trial.